Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing during fill tubing. The user continued to fill tubing and saw no more air bubbles. The user¿s blood glucose level was 134 mg/dl. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 150 units. Reportedly, the user inadvertently re-entered the load sequence twice and filled tubing twice. The user added an additional 100 units and was able to successfully load the cartridge.